Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's left ventricular (lv) lead exhibited high threshold. It was also found from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.